Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the hose did not connect with the cannula, they would slide right off and the lock was not working, noticed it after the first one. The detachment occurred at the quick release. This issue occurred with three sets. The site location was at the right abdomen and the pump was located on the same side. The infusion was in use for first day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was dropped with the set connected to the patient's body during insertion. No further information available.